Manufacturer narrative:
(B)(4): neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that on 08 dec 2011 the patient underwent an MRI scan which indicated spinal stenosis that l4-l5 had had improved. Impression: degenerative changes at multiple levels. There is slight retrolisthesis of l1 on l2 and l2 on l1 but no instability. At l3-l4, prior laminectomy on the left. There is soft tissue along the disc margin centrally, ventral to the thecal sac and resulting in moderate deformity of the sac. At l3-l4, mild-to-moderate canal stenosis. At l2-l3, mild canal stenosis. Mild canal narrowing at the ll-l2 level. At l5-s1, severe left and moderately severe right foraminal narrowing. (B)(6) 2011 the patient presented with continued pain in his left side of his back and left hip, radiating all the way down to the ankle which is worse on weightbearing. Review of his MRI scan indicated exit foraminal stenosis bilaterally at l4-l5 and facet arthropathy with perhaps a new central l4-ls disk bulge. (B)(6) 2011, the patient was admitted due to bilateral numbness and weakness of his legs. An MRI scan had demonstrated progressive moderate spinal stenosis, most pronounced at l4-l5. His leg pain had worsened and the interval of relief of epidural steroid injections had lessened. He was diagnosed with left l4, l5 extraforaminal stenosis lumbar disk herniation and instability. Impression of comprehensive examination: recurrent left l4-l5 lateral recess stenosis and possible exit foraminal stenosis with possible disk herniation. Status post lung cancer. He was diagnosed with status post left l4 hemilaminotomy and medial facetectomy for spinal stenosis, l4-5 paracentral disk herniation and instability. Procedure performed the anterior spinal canal and anterior dural sac were well decompressed. There were no free fragments in the epidural space and the l5 nerve root: was well decompressed. The posterior inferior lateral lip of the l4 vertebral body was removed to allow for greater access in the disk space as was the posterior superior lateral lip of l5. Once a substantial discectomy had been achieved, the dural sac and l5 nerve root could be retracted medially again and an 11 mm trial spacer placed. This allowed for placement of a 12 min interbody peek device with rh-bmp2/acs to be placed vertically into the disk space and then once it had been into the disk space, it was curved transversely into the anterior part of the disk space where it fit firmly into position. This was done with c-arm image intensification. Following this, spinous process of l3 was exposed and a reference antenna attached and an intraoperative CT scan performed with the o-arm for stealth neuronavigation. Once the CT scan had been obtained, the pedicles at l4 and l5 on the 1-eft side were probed and tapped and with 45 mm in length and 6.5 mm in diameter pedicle screw on the 1-eft at l4 and a 6.5 mm in diameter and 40 mm in length pedicle screw at l5. A 40 mm peek rod was placed on top of the bottom saddles after rh-bmp2/acs sponges with local bone graft and allograft had been placed over the transverse processes of l4 and l5. (B)(6) 2011 the patient underwent x-ray scans of his lumbar spine. A comparison was done with x-rays dated (B)(6) 2011. Impression: interval postsurgical changes of left posterior l4-5 fixation, negative for complicating feature. The patient sustained unspecified injuries.